Manufacturer narrative:
Cardioquip received the device and the device was returned to specification via an internal water pathway replacement. After being repaired, the device passed inspection and is fully functional.

Event description:
Unit (B)(6) has a concentration of 1146000 mpn/ml, which above the acceptable limit for heterotrophic plate count. Customer is notified that based on these results, unit (B)(6) is above the acceptable limits for water quality in cardioquip cooler-heater. To remediate the device contamination, the facility/customer can either perform an internal water path replacement (iwpr) or participate in cardioquip's trade-in program.

Manufacturer narrative:
The suspect device was tested for contamination via hpc testing to obtain a quantitative analysis of the water quality. Because the test produced results outside of cardioquip specifications, the customer has requested that the device receive an internal water pathway replacement to return it back to specification. As of the date of this report, cardioquip is waiting to receive the device and begin the repair.

Event description:
Unit 10161179 has a concentration of 1146000 mpn/ml, which above the acceptable limit for heterotrophic plate count. Customer is notified that based on these results, unit 10161179 is above the acceptable limits for water quality in cardioquip cooler-heater. To remediate the device contamination, the facility/customer can either perform an internal water path replacement (iwpr) or participate in cardioquip's trade-in program.